Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer check the device fault confirmed 0.8 cm pressure at 8 lpm and error 33, pressure jumped to 6 cm. He tried to calibrate pressure transducer but sipap is giving 6.6 cm pressure at zero unable to calibrate. A new valve/sensor pcb was fitted on the device and calibration were okay. The device was fully functional. The suspect device was not returned for further evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the sipap display e33 and no pressure. The customer confirmed that there was no patient involvement associated with the reported event.